Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was the tie wraps defective have been replaced. Additional malfunctions were muffler cracked and leaks and repaired.